Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of pancreatic stent kinked.

Event description:
It was reported to boston scientific corporation that a advanix pancreatic stent was to be implanted during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2025. During the procedure, the stent was bent. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a advanix pancreatic stent was to be implanted during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2025. During the procedure, the stent was bent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of pancreatic stent kinked. Block h11: an advanix pancreatic stent was returned for analysis. Visual and microscopic inspection of the returned device identified multiple areas with bents and kinks along the stent. Additionally, media inspection of a photograph provided by the complainant also identified that the stent appeared bent/kinked. Product analysis confirmed the reported event of stent kinked. The investigation concluded that the reported event was most likely caused by procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.